Event description:
It was reported that the spring wire guide (swg) was used for the catheter insertion in the arterial vein. After the catheter was placed, the swg was removed from the patient. During removal, the swg unraveled. The swg was removed in its entirety.

Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional information becomes available.